Event description:
During a CT abdomen pelvis on a female patient (dob (B)(6)), the patient experienced an extravasation. Optiray 350 was used, 2cc/sec. The IV was tested before injection with no issues. No injector warnings. It is reported the patient felt pain during the injection, however, did not report it. Final outcome: no more info was received by the reporter, but since the patient was an inpatient at the same clinic, the radiology would have been informed in case of any problem or need to perform a new x-ray. Intensity: mild. Ice was used to treat the patient and a control x-ray.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.